Manufacturer narrative:
Abbott field service (fs) investigated the issue on site and identified the likely cause to be the high concentration waste nozzle a and nozzle b tubing which were leaking. Fs cleaned and reconnected the tubing to resolve the issue. No additional reports of erratic or discrepant results have been received. A review of high concentration waste nozzle a and nozzle b tubing complaint and trending data did not find any related product issues or adverse trends. The architect system operations manual provides adequate information with regard to troubleshooting the reported issue. A malfunction is not indicated as the device performs as intended when properly maintained. Based on the investigation performed, a deficiency is not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that erratic results were generated for patient samples tested on the architect c16000 analyzer. Results for two patients were provided. No adverse impact to patient management was reported. Patient #1: falsely decreased sodium result of 102 mmol/l retested at 136 mmol/l. Falsely decreased co2 result of 14 meq/l retested at 23 meq/l. Patient #2: falsely decreased sodium result of 117 mmol/l retested at 141 mmol/l.